Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem provided usb cable was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable. There was no adverse impact to the customer's blood glucose level. The customer was able to charge the pump with an alternate cable.